Event description:
It was reported that following a recent bypass surgery, the atrial lead exhibited no capture and noise. It was thought that the lead had been damaged during the bypass surgery. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments and was analyzed. No anomalies were found. The distal conductor was stretched and exhibited a fracture (overstress), and blood/body fluid was present on all conductors (not obstructed). The outer insulation was melted and exhibited cosmetic environmental stress cracking, and all insulations were torn. The lead appeared to be stretched and exhibited apparent explant damage.